Manufacturer narrative:
(B)(4). Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after deployment, the clip detached from one leaflet and remained attached to the other leaflet, which required an additional clip for treatment and is considered medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. This was a very challenging case. The patient had a previous failed mitral valve repair with a partial surgical band, and the posterior leaflet was almost immobile and pointing straight down. The imaging was difficult due to shadowing from the ring. The first clip delivery system (cds) was advanced to the leaflets. Grasping was noted to be difficult due the anatomy. The leaflets were successfully grasped with good leaflet insertion and the clip was deployed reducing the mr to 3+. The second cds was advanced, and grasping was again difficult. The clip was deployed lateral reducing the mr to 2+; however, after deployment, the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr increased to 3+. A third clip was implanted to stabilize the slda clip. Three clips were implanted, reducing the mr to 1+, with a good patient outcome. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the failure to adhere or bond to the leaflets and single leaflet device attachment (slda) appear to be related to patient morphology/pathology and procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.